Event description:
A us distributor contacted zoll to report that charger sn (B)(4) was resetting.

Manufacturer narrative:
Evaluation: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. Upon evaluation the battery charger was resetting and unable to charge a battery. The cause for the failure was isolated to damaged power supply connector on the charger. The root cause for the damaged connector was unable to be positively identified. No adverse event resulted from the defective battery charger.